Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)($). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 along with concurrent sacrospinous ligament fixation, anterior colporrhaphy with mesh, posterior colporrhaphy with mesh, cystoscopy and retropubic urethropexy due to retention of urine, essential hypertension. It was reported that patient underwent transvaginal removal of exposed synthetic mesh on (B)(6) 2011 due to posterior vaginal wall mesh exposure. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted on (B)(6) 2007 to treat cystocele, rectocele, uterine prolapse and stress urinary incontinence. It was also reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, fistulae, bleeding, recurrence and dyspareunia.no additional information was provided.(B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a revision/removal surgery on 10/18/2011. No additional information was provided.